Event description:
The customer reported that a pt was found standing by his bed with his leads off but no alarms were sounding.

Manufacturer narrative:
The customer reported that a pt was found standing by his bed with his leads off but no alarms were sounding. The customer contacted the philips solutions center for assistance at which time it was noted that at certain periods of time that night, the alarms were off. The nurse stated that no one had turned the alarms off and that they were having power issues that night and had been on generator power at some point. The issue was further investigated by a philips field service engineer (fse) who reviewed the logs at the site and discussed the occurrence with the customer. The site had been in the process of adding 2 add'l power lines over a 5 week period and were working on the clinical unit in question on the night of the incident. This was a planned period where power would be lost. Biomed said he told the staff but apparently staff did not remember this. In addition, the biomed had swapped 2 of the unit's regular monitors with 2 mp70s from the operating room during the course of some preventive maintenance and repair work and he did not change the configuration of the monitors for use in this clinical unit. The operating room monitors were set to come on in an "alarms suspended" start up mode as configured, which is not what the staff in this unit expected. When power was lost and the mp70 power cycled, it came back up in "alarm suspend" mode which is why the alarms were not ringing when the pt's leads were off. The issue was explained to the staff and everyone involved fully understood and agreed that the issue was an internal communication issue and not a device malfunction. No further action or investigation is warranted. (B)(4).